Event description:
Same case as MFR# 6000093-2006-02627. It was reported that post index procedure, the patient experienced a myocardial infarction (mi). The patient was admitted for an elective cardiac catheterization to evaluate symptoms of worsening angina. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion proximal lad with severe calcification, 95% stenosis, 8mm length and 2.8 mm diameter. Target lesion 1 was predilated prior to placement of a 2.5 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal lcx with 99% stenosis, 8 mm in length and a 3. 0 mm diameter. It was noted that guidewire insertion through the lcx lesion caused complete occlusion on the vessel, which induced severe chest pain. The chest pain lasted "a few minutes" and resolved "when stopping balloon". Target lesion2 was predilated prior to placement of a 3. 0 x 16mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal lcx with 99% stenosis, 8mm in length and a 3.0 mm diameter. It was noted that guidewire insertion through the lcx lesion caused complete occlusion of the vessel, which induced severe chest pain. The chest pain lasted " a few minutes" and resolved "when stopping balloon". Target lesion 2 was predilated prior to placement of a 3.0 x 16mm taxus express2 stent. Residual stenosis was 0%. A post-procedure ECG revealed sinus bradycardia with new t wave inversion in v3-v6 with elevated enzymes. The patient was diagnosed with a peri-procedural non-st-elevation mi. The next day, an ECG revealed sinus bradycardia with worsening t wave inversion in ii, iii, avf, and v2-v6. Cardiac enzymes were noted to be trading downward. A transesophageal echocardiogram revealed an lvef of 60% and showed no significant change from a prior study done in october 2004. Later that day, the patient was discharged on plavix and coumadin. Asa was not listed in the discharge medications. In the opinion of the physician, there was no relationship between the mi and the taxus stent, but a probable relationship between the mi and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assmbly batch 6858658 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.